Event description:
It was reported that during removal of the guidewire there was an opposition and that part of the guidewire was broken. The broken part was situated in the soft part of the collarbone. Surgical intervention was required to remove the soft part of the guidewire.